Manufacturer narrative:
Additional narrative: the front cloverleaf pin on the jaw has sheared off. The broken part was not received. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. An inspection of the opposite tip which was not broken was checked as the parts are machined at the same time. The tip dimensions were found to be conforming. It is likely that added force contributed to the breakage of the pin. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during calcaneus fracture surgery, the bending plier¿s tip broke while bending plate. One fragment was generated which was retrieved from patient. Surgery was successfully completed with same pliers. There was no surgical delay during the reported event and patient status/outcome was good. This report is 1 of 1 for complaint (B)(4).